Manufacturer narrative:
The reported that the patient had received an additional dilaudid dose was confirmed; however, it is not believed to have been administered in error. ¿ all recorded administered pca infusions were delivered after the dose had been requested using the dose request cord. ¿ one recorded dose was requested simultaneously with the patient history and volume infused data being cleared; it is believed that this was the dose the customer presumed to be the additional dose. ¿ inspection and testing of the pca device found no malfunctions and its measuring accuracy was within specification. The root cause of the reported additional dilaudid dose having been delivered to the patient could not be identified; each recorded dose delivery was associated with a requested dose from the dose request cord. A device malfunction is not believed to have occurred.

Event description:
It was reported that the patient called the rn into the bathroom because the device was alarming "air in line" on the pump module infusing lactated ringers IV fluids. The patient had a pcu with a pump module infusing lactated ringers 1000ml and a pca pump module infusing dilaudid 25mg/nacl 0.9% 50ml. The rn changed the lactated ringers bag and restarted/reset the device. The device continued to alarm for "air in line". The rn then replaced the lactated ringer IV bag again and the tubing set only to have the device continue to alarm, however, this time the alarm stated a "channel error." A new pump module was added to the pcu and programmed for the lactated ringers IV fluids. The new pump module also alarmed "channel error." At this time the charge rn entered the bathroom to assist. In review, it was decided to change the entire pump set-up, when the lactated ringers tubing set was found to have a balloon in the silicone segment. At 11:30, the pca channel was cleared with demands 1; administered 1; and total drug administered: 2.9. The rn and the charge rn verified the programming to be correct as1.4mg/12min/8.4mg per hr. The customer later clarified that it is believed that the patient received an additional dilaudid dose which required additional monitoring for respiratory depression, however, there were no medical interventions required to counteract the adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Concomitant medical devices: 30873; (2)2426-0500; (2)8100; 8015; 10 ml bd syringe; 60 ml bd syringe; 1000 ml baxter bag, lot: y318055, exp: mar21, 0.9% sodium chloride injection; 1000 ml baxter bag, lot: y316075, exp: feb21, lactated ringer's injection; 1000 ml baxter bag, lot: y315341, exp: feb21, lactated ringer's injection; therapy date (B)(6) 2019. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the patient called the rn into the bathroom because the device was alarming "air in line" on the pump module infusing lactated ringers IV fluids. The patient had a pcu with a pump module infusing lactated ringers 1000 ml and a pca pump module infusing dilaudid 25 mg/nacl 0.9% 50 ml. The rn changed the lactated ringers bag and restarted/reset the device. The device continued to alarm for "air in line." The rn then replaced the lactated ringer IV bag again and the tubing set only to have the device continue to alarm, however, this time the alarm stated a "channel error." A new pump module was added to the pcu and programmed for the lactated ringers IV fluids. The new pump module also alarmed "channel error." At this time the charge rn entered the bathroom to assist. In review, it was decided to change the entire pump set-up, when the lactated ringers tubing set was found to have a balloon in the silicone segment. At 11:30, the pca channel was cleared with demands 1; administered 1; and total drug administered: 2.9. The rn and the charge rn verified the programming to be correct as 1.4 mg/12min/8.4 mg per hr. The customer later clarified that it is believed that the patient received an additional dilaudid dose which required additional monitoring for respiratory depression, however, there were no medical interventions required to counteract the adverse effects caused to the adult patient from the event.